Event description:
It was reported that the device could not be implanted. The device was discarded. The patient was stable and there were no adverse consequences.

Event description:
Upon attempted implant, the device could not be interrogated. The device was discarded. The patient was stable and there were no adverse consequences.